Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the two system message (sm) instances were confirmed (via event log review). The system was tested and found to meet product specifications. The system was manufactured on october 23, 2015. Based on qa assessment, the product met specifications at the time of release. The footswitch was examined and the reported event was not replicated. The footswitch was tested and found to function normally. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the footswitch. The footswitch was manufactured on may 8, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The footswitch functioned normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phaco power and loosing communication with the wireless foot pedal. Additional information has been requested.